Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a check setting alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer insulin pump was sitting for 4 months and using it. The customer stated the he prime the insulin pump and then got a check setting alarm. The customer insulin pump has no battery and he will buy a battery first and then call us back to troubleshoot.